Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 40% to 5% after being connected to a power source. The battery was then charged to 20%. Customer reported blood glucose (bg) level was 329 (mg/dl). A correction bolus via the pump was delivered to address bg level. Reportedly the customer will continue to use the pump for insulin therapy.